Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
It was reported that a patient implanted with an impella 5.5 experienced a declining purge rate so tissue plasminogen activator (tpa) was added to the purge. The patient became septic and was treated with antibiotics. Out of concern for possible heparin-induced thrombocytopenia (hit) the patient was treated with therapeutic heparin. A thrombectomy was performed and the next day, the pump was explanted.

Manufacturer narrative:
No product returned for investigation. The cause of the high purge pressure was biomaterial build up due to tpa resolving the purge issues with no mc spikes noted outside of p-level changes. The root cause of the thrombus and sepsis was unable to be determined due to insufficient clinical details. The device passed all post sterile inspection checks.